Event description:
It was reported by a customer that they had a needle through catheter the picture was from an IV on (B)(6) 2026. Additional information please confirm whether the needle-through-catheter was the only issue identified for the event dated (B)(6) 2026, as it is the only concern visible in the provided image. Yes. Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. None.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of the needle puncturing the catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed a needle protruding through the 20g insyte autoguard IV catheter tubing. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue inside the catheter tubing and at the tip of the catheter, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process could be identified from the photograph. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.